Event description:
It was reported that an alarm occurred, and the customer experienced an issue with the cartridge but did not verify cracks on it. There was no adverse impact to the customer¿s blood glucose level. The customer declined to resume insulin using the pump, opting instead for multiple daily injections (mdi), and the original cartridge was returned for a replacement.